Event description:
Edwards received notification that this ring model 4900t32 was not implanted in the patient because upon opening it was found that the inner packaging (tray and lid) was broken and in air contact compromising the sterile barrier. As reported, the outer carton package and tamper seal were intact before use. The procedure continued without any consequence for the patient. The patient was noted as to be recovered.reportedly, the device was received in the hospital in (B)(6) 2022.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narrative the affected device was returned for evaluation. Customer report of packaging damage was confirmed. As received, the ring shelf box was unsealed. The ring shelf box was torn on the front lateral panel and crushed at the top and right lateral panels of the box. The ring tray was partially opened at the left upper corner. Under blue led light, it was observed what appear to be adhesive residues on the tray and tyvek lid. IFU and implant card remained inside the shelf box. No visible damage was observed on the ring.

Manufacturer narrative:
H10: additional narrative the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Although the shelf box was returned damaged, the customer alleged that the tamper seal was intact before use. This device was sealed and inspected in the manufacturing plant and then sent to a distribution center to be over-labelled and packaged, where the trays were also inspected before final packaging and labelling. There are multiple points of inspection, and an unsealed tyvek lid would not pass inspection. During the product evaluation, a blue light showed adhesive residue on the tray and tyvek lid, indicating a previously properly sealed tray. It is possible the tray was opened accidentally at some point while in the care of the customer. Based on the information available, a definitive root cause cannot be conclusively determined, however, a supplier and or manufacturing defect is not confirmed at this time.

Event description:
Edwards received notification that a ring model 4900t32 was not implanted in the patient because upon opening, it was found that the tyvek lid on the outer tray was partially peeled off at one corner and in air contact compromising the sterile barrier. As reported, the outer carton package and tamper seal were intact before use. Reportedly, the device was received and stored in the hospital approximately one month earlier.